Manufacturer narrative:
Product event summary: data files were returned and analyzed. One patient data file was received and recorded on the reported date of the event. The patient data file showed 3 applications were performed using a catheter identified as afapro28 with lot 21479-004. The patient data file didn't show any system notice on the reported date of the event. The received failure data file did not contain any failure records for the date of the event. In conclusion, the clinical issue (phrenic nerve injury) occurred during the procedure and was not observed in the data files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using a balloon catheter, a phrenic nerve injury occurred while freezing the third vein (rspv). The procedure was aborted due to the injury and the lack of recovery within 30 minutes. The patient was not under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 106e2 (serial: (B)(6)); product type: 0628-console & spare parts; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.